Event description:
It was reported during an afib ablation procedure on a pt with an enlarged heart, the transseptal puncture was very difficult. The doctor started with a brk1 and sl1 sheath. A slight tenting was visible on the septum on intracardiac echo (ice), but was difficult to maintain that position. The doctor attempted several times to cross the septum and was unsuccessful. A longer sheath and needle were used and the doctor was able to get across. The ice catheter was placed in the left ventricle (lv) to monitor for effusion. There was a small amount of fluid noted in the pericardial space, but this may have been normal. The doctor continued to monitor the lv throughout the procedure and he saw the effusion in the pericardium grow. After about 30 minutes, the pt's bp started to decline and a pericardiocentesis was performed with approximately 180 cc of blood removed. The effusion was completely resolved and the pt's condition was stable. The physician stated he may have caused a small perforation during the transseptal puncture that remained stable during the procedure and when testing with 20 mcgs of isuprel, the contractility of the heart increased, causing the effusion.

Manufacturer narrative:
One transseptal needle with the stylet, one 8f introducer and dilator were received for eval. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Visual inspection revealed no anomalies observed on the returned introducer or dilator. The returned transseptal needle was received with the entire length altered in shape from its manufactured shape. The st. Jude medical instructions for use state not to alter the shape of the needle. The cause of the reported perforation remains unk. Date report submitted to FDA by manufacturer: 07/16/2010. Date the initial reporter provided the info to the manufacturer: (B)(4) 2010.